Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that lead dislodgement was observed. The lead was explanted. No further information is available at this time.